Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen went out. It is illuminated, but there is no visual left on the screen. There is a light gray border, but the middle of the screen is all black. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user was setting it up for a future case (no cases scheduled for the next day). This is when they noticed the screen was blank. They tried to cycle the power on the base but the problem still existed. The monitor was still functional for this case and they had no issues. The customer has since removed unit from service. The field service rep (fsr) confirmed this complaint. He ordered a loaner unity for the customer. The fsr installed the loaner central control monitor (ccm), copied logs from system and installed customer's configuration. The fsr confirmed the ccm operation and configurations. The suspect ccm was returned to the manufacturer for further evaluation.